Event description:
User facility reported the pt presented with fever and abdominal pain one day following an uneventful novasure procedure. A diagnostic laparoscopy revealed turbid fluid in the pelvis and no bowel injury. Cultures taken from this area were negative. The pt was treated with antibiotics and recovered quickly and went home asymptomatic.

Manufacturer narrative:
The device involved in this event was not returned; therefore an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further information could be obtained thus no conclusion can be drawn for this event.